Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the downstream occlusion test. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact and battery door missing. Recently serviced on ro 1246078 shipped back (B)(6) 2022. . Dso sensor was replaced and calibrated for the same issue. Unable to duplicate customers reported, however there were multiple upstream and downstream occlusion sensor alarms found in the device ehl log. Replaced dso sensor, dso bezel, optic switch, lens, battery door keypad, and overlay.. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was previously repaired for damaged dso sensor. Dso sensor was replaced previously, but the new sensor may have failed shortly after..